Manufacturer narrative:
(B)(4): based on the DHR review the deviation is not a product issue therefore, no further escalation is needed. The corresponding artwork for part number aw 063-980-02 rev a, there is an extra "0" (zero) found in the artwork number (aw 063980002) and the corresponding bar code. This is a minor discrepancy with minimal impact on the user. Part 063-980-02 rev a will be used "use as is" until new part is available. Iqc will accept the discrepancy for both first article inspection and incoming material inspection per his planned deviation.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) canada alleging that the date on her onetouch ultramini meter was incorrect and she was unable to change it. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged issue began on an unspecified day in (B)(6) 2012. The csr noted that the patient claimed she did not take any medications to manage her diabetes. The patient also denied making any changes to her usual diabetes management regimen due to the issue. At the time of the call to lfs, the patient informed the csr "because she couldn't get a reading from the meter and couldn't monitor her diabetes" on an unspecified day in (B)(6) 2012, after the issue began, she felt sweaty. The patient reported her blood glucose was "1.2 mmol/l (22 mg/dl)" when tested with an ER/hospital meter and she was treated with IV glucose. The patient also claimed she was hospitalized for 4 days. At the time of the call the csr assisted the patient with setting the subject meter with the correct date. The csr noted that the subject meter was working and "registering the readings" as it should. In the complaint documentation, the csr noted that the patient appeared to be "confused" regarding how the meter had to be powered on for a blood glucose test. Replacement product was sent to the patient. Based on the provided information at this time, it is unclear how the date/time format issue could lead to the patient's symptoms since the date/time setting does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injury by the patient remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient was treated for severe hypoglycemia by an hcp after the date/time issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.